Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from july 14,2014 through july 15, 2014. Evaluation summary: the device was received for evaluation. During visual inspection fluid was observed within the over pouch due to the blue winged luer cap being loose. The blue winged luer cap was tightened and the device was filled with water and observed for leaks with no defects noted. Upon conclusion of the investigation, the device was determined to meet product specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor was found to have a leak. This was noticed during storage. There was no patient involvement. No additional information is available.